Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the upper buttocks on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined.